Manufacturer narrative:
On 02/26/2017: during follow-up, it was reported that the customer has not received any additional occlusion alarms and that their bg levels were back to target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus was delivered to address the bg level. System check was performed and the pump performed as intended. The customer changed their infusion set site and received another occlusion alarm. The customer was to change out all of their pump supplies.